Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via a 7f sheath hole prior to a pulsed filed ablation (pfa) procedure. Reportedly, the foot plate was not coming all the way out with two prostyle devices. The suture of a new prostyle device was successfully pre-placed. The pfa procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known. The additional device referenced in b5 is filed under separate medwatch report number.